Event description:
It was reported that a pt opened a handport by pushing from the inside. One leg of the pt was jutting out of the handport, when the nurse came and detected the problem. No patient injury.